Event description:
During patient transport to intensive care unit, portable oxygen cylinder used. On arrival in unit, portable oxygen cylinder noted to be lying on it's side accompanied by a hissing sound. A cold area was noted under the patient's leg. The area was cold, hard, and white and involved the heel and posterior calf. There was no apparent damage to the equipment. The equipment was returned to tri-county for their analysis.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: labeling - difficult to read/see, labeling - inadequate instructions for use, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. The device was not destroyed/disposed of.